Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not dispensing insulin. Customer stated she constantly needs to prime it to work. The device also alarms. Customer's blood glucose was 244 mg/dl. Customer stated she has called many times in regards with the same issues and declined troubleshooting. Customer just wants the device to be replaced. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked battery tube threads and minor scratched lcd window.